Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14611 and 3005099803-2013-14612 address these devices. It was reported to boston scientific corporation on november 15, 2013 that two resolution hemostasis clipping devices were used as a preventative precaution during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the two resolution clips grasped and locked onto tissue, but would not deploy and release from the catheter inside the patient. The clips were pulled off the tissue and the procedure was aborted. There were no patient complications as a result of this event. The patient was reported to be good post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4)

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14611 and 3005099803-2013-14612 address these devices.it was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used as a preventative precaution during a colonoscopy procedure on (B)(6) 2013.according to the complainant, during the procedure, the two resolution clips grasped and locked onto tissue, but would not deploy and release from the catheter inside the patient. The clips were pulled off the tissue and the procedure was aborted. There were no patient complications as a result of this event. The patient was reported to be good post procedure.